Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, chest x-ray revealed that the right atrial (ra) lead dislodged and had fallen out of position. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.